Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the catheter was inserted via the jugular vein. Dextrose and amuchia 10% were being administered. The luer-lock broke, and the catheter became unusable for haematic loss.